Event description:
It is reported that the pt's hip was revised due to infection.

Manufacturer narrative:
Eval summary: primary operative notes were provided which noted that the pt was given 1 gm of vancomycin as antibiotic preop prophylaxis. During surgery, the surgical site was copiously irrigated with normal saline and bacitracin three times. Sixty ml of whole blood was also centrifuged obtaining platelet plasma which was mixed with calcium gluconate and thrombin and sprayed over the wound site before wound closure. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.